Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found it exhibits signs of implantation. Bone cement was still adhering to the tibial plate. Micromotion and discoloration were noted on the articular surface. Dimensional analyses were performed on the tibial plate and it was conforming. Medical records were not provided. However, the inpatient record shows that the patient was discharged with no issue. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert, loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02966. Patients dob: (B)(6). Medical product: articular surface size cd 10 mm height, item# 00596402210, lot# 62359767. Report source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately seven years and ten months post implantation due to loosening. Apparent cold flow of the poly inlay, thereby causing loosening of the inlay on the tibia or tibial loosening and associated pain. Attempts to obtain additional information have been made; however, no more information is available at this time.